Event description:
It was reported that the customer had a blood glucose level of 336 mg/dl. Customer woke up with a blood glucose level of 500 mg/dl and went for a walk. Customer treated with the pump. Troubleshooting was performed. Customer found no air bubbles. Pump passed priming and high pressure tests. Customer stated that the cannula was occluded. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.